Event description:
Investigation completed and summarized in h 10 . Additional information in h 6.

Manufacturer narrative:
Other, other text: investigation completed on a smiths ambulatory infusion pumps/cadd legacy 1 pumps - 6400 was confirmed air in line during testing when duplicated. The event log revealed air in line alarm completed, upstream occlusion, high pressure and no disposable alarm messages after pump starting. Action was taken to replace the air detector. Device passed all functional testing.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 revealed incorrect air-in-line error alarm. No patient adverse events reported.